Event description:
On (B)(6) 2012, the pt reported that she had a number of insulin infusion sets that leaked during use, all from the same box. She stated that she found that they were leaking because, she noticed wetness and elevated blood glucose levels. Her blood glucose was elevated at high as 525 mg/dl. Her normal blood glucose range is 120-160 mg/dl. She first noticed the problem on (B)(6) 2011. The pt stated that the infusion set leaked at the connection with two of her infusion sets and the cannula leaked with 5 of the infusion sets. She stated that the cannula started to tear away from the infusion set. The pt does not hear an audible click when attaching the infusion tubing to the infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were discarded. Product was replaced.